Event description:
On (B)(6): customer reported via phone, during an undetermined urology procedure, when the physician stepped on the fluor footpedal, no fluoro image appeared on the monitor. The icon, indicating fluoro, on the monitor did not light up, but the door x-ray light was on, and the fluoro timer was counting. Staff moved the pt to another room and the procedure was completed without further incident. Customer did not provide pt or procedural info other than to say the pt is fine. No report injury. Customer reports testing of the sys revealed that even though the x-ray light was on and the fluoro timer was counting, there was no actual radiation exposure during the event.

Manufacturer narrative:
Customer reported that testing of the sys revealed that even though the x-ray light was on and the fluoro timer was counting, there was no actual radiation exposure during the event. Biomed added that the fluoro pedal was stuck. He noted that someone had spilled water on the footswitch, which he dried off, and the footswitch has been operating normally ever since. This footswitch is a waterproof sys and likely, being wet had no consequence on the fluoro pedal reportedly being stuck. No further investigation needed at this time.